Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. Corrected data.

Event description:
The customer reported erratic readings. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. The unit was found to visually and audibly alarm during alarm conditions. The customer complaint regarding erratic readings was unconfirmed. As a secondary finding the battery was only able to stay on for six (6) hours, instead of the minimum seven (7) hours. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.